Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient's mother stated that the patient was too low and patient's mother was relying off of dexcom values. Patient's mother stated that the bg values were different from the actual glucose values. Patient's mother saw 80mg/dl on the dexcom follow application but blood sugar was more around 59mg/dl, she believed, but was not sure. The patient's caretaker had a hard time waking the patient up so she called the patient's mother, who took her to the emergency room. The patient had to be hospitalized due to low blood sugar affecting another condition she has. The patient suffers from cyclic vomiting syndrome which can be induced by uncontrolled low blood sugars. At the time of contact, the patient was still at the hospital but was okay. No additional event or patient information was provided. Data was evaluated on 07/05/2016. The reported event of cgm inaccuracies could not be confirmed. A root cause could not be determined. Calibration was not performed after experiencing inaccuracies. The dexcom g5 mobile continuous glucose monitoring system states: if the cgm values are outside the 20/20 range, calibrate again.